Event description:
Female at 40.4 wks gestational age admitted to l/d in 2009 at 1700 for labor symptoms. In the next day at 0106, pt requested an epidural for management. During insertion of the epidural, the epidural catheter was noted to have broken off, leaving 5cm of the fragmented catheter in the pt's epidural space at l3-l4. Pt. Denied neurological symptoms, but was evaluated by a neurologist. Pt. Had an MRI scan that was inconclusive. A CT scan did show a thin curvilinear density within the interspinous space at l1-l2 to left of the midline that is most consistent with a suspected foreign body. Dates of use: 2009. Diagnosis or reason for use: pain relief during labor.